Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: can you please process the following complaint/credit return and replacement. Event date 4/29/2024 event ¿ safelight cable does not turn off when disconnected from the safelight adapter affected items: pn sn, 220-240-300 23i554424, 233-050-087 23j5642, 233-050-400 (B)(6). Patient involvement ¿ yes, no impact. No surgical delay. Case completed successfully. No medical intervention. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a reed switch. Other issues from other products. IFU states the following: test the device function prior to use. If there is any sign of malfunction, the device should not be used and returned to stryker for repair evaluation. Reportability decision was checked for consistency. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.